Event description:
The customer reported experiencing high blood glucose of 585mg/dl. The caller stated that she dropped the insulin pump flat on its face the day before and does not know if that has something to do with it. Troubleshooting was performed, and no missing segments noted during the self test. The customer also mentioned having issues with the reservoirs. Reviewed the alarm history and found a no delivery alarm. The customer called back to complete the high pressure test and stated that she ended in the hospital the night before. Her blood glucose was over 600mg/dl. The drive support cap did not appear to be damaged. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure and displacement test and they failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.